Manufacturer narrative:
Date of explant was missing from previous MDR.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock. Upon interrogation, the right ventricular lead had failed to capture. Device header issue was suspected; however, x-ray showed that the lead was dislodged in the atrium. The lead was explanted and replaced. The patient was stable after the procedure.